Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient began treatments for the peritonitis with inj. (Injection) amikacin (250 mg, frequency and route was not reported), inj. Imipenem (500 mg, twice daily, route was not reported) and inj. Vancomycin (one g, frequency and route was not reported). The outcome of the peritonitis event was unknown as well as whether the patient was hospitalized for the event. It was not reported if dianeal therapy was ongoing. No additional information is available.